Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the suture sleeve was damaged when it was threaded and upon interrogation, the lead exhibited low pacing impedance. The lead was not used, and replaced during the procedure. The patient experienced no consequences.